Manufacturer narrative:
The availability of the tubing for return is unknown at this time. A review of complaint history was conducted for lot number 2503033 , and no other complaints associated with separation tubing leak at the y just prior to the needless injection site were identified for this lot. Device history record review confirmed that lot 2503033 was manufactured and tested in accordance with the device master record and applicable quality system requirements. All manufacturing and sterilization testing met established acceptance criteria prior to release. Reference to complaint #(B)(4)

Event description:
Intuvie received a user medwatch (3500) report from the FDA and the reporter stated that ¿while priming medication in the tubing a leak was noted from the tubing, at the y just prior to the needless injection site¿. No other information was provided. No patient involvement was reported.